Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a lower than expected bolus to be delivered. During troubleshooting with tandem technical support it was found that the customer accidentally set the carbohydrate ratios incorrectly. Tandem technical support guided the customer through adjusting the carbohydrate ratios. Customer's blood glucose level was 155 mg/dl.